Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, when transecting lung tissue, the stapler was not able to fire, the surgeon was able to press the green button, and when the handle was squeezed, there was a crack sound and the gear was broken. They used another handle to complete the case. There was no patient injury.